Event description:
Device malfunction: none. Symptoms/ae: hypotension/stroke. Time of symptoms/ae: during and post procedure. It was reported that during a right internal carotid artery stenting procedure, the pt became hypotensive during post dilatation. The pt was initially treated with vasopressors/inotropes. A few hours post procedure, the pt experienced a stroke. Signs and symptoms include left sided weakness, decreased level of consciousness, sensory loss, dysarthria and severe hemi-inattention. The pt also had a decreased gag reflex and a dobbhoff feeding tube was inserted to prevent aspiration and the pt was evaluated and treated by speech therapy. The hypotension continued, lasting greater than 3 days post procedure, and was treated with neosynephrine. Additionally, the pt experienced acute renal insufficiency that improved with IV fluids. The pt remains in the hospital at this time, condition unchanged. Although requested, there is no add'l info available.

Manufacturer narrative:
Study: the lot history record was reviewed and there are no non-conformance issues associated with this lot number. Stroke and hypotension are known possible adverse events associated with the use of carotid stents as listed in the device instructions for use.